Event description:
Caller reported an occlusion alarm, but cts could not verify the alarm number in pump history. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin use. Cts determined no additional assistance was necessary and closed the case.